Manufacturer narrative:
Additional information: b5, b6 - tests done.

Event description:
New information received notes that during procedure that an x-ray and electrograms showed dislodgement of the atrial lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. During implant procedure on (B)(6) 2021 the atrial lead became dislodged. The physician elected to replace the atrial lead. The patient condition was stable.